Manufacturer narrative:
The device was not available to be returned. Add'l implant date: (B)(6) 2011.

Event description:
Pt had 2 bilateral injections or orthovisc in the knees. She was still experiencing pain in the left knee and had difficulty walking. The pt reports that she was prescribed medication but cannot recall what it was.